Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor- 12 pack. A review of the device history record for sn (B)(4) was performed from 01/23/2018 to 9/3/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported alarm - error codes / messages-system error. It was reported there was no patient involvement.